Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm. The proximal neck was 28 mm in diameter and 25 mm in length. The left common iliac artery was 16 mm in diameter and the right common iliac artery was 14 mm in diameter. The right femoral and left arteries measured 12 mm in diameter. The right and left iliacs were mildly tortuous. The right iliac had 30 percent stenosis and the left iliac had 10 percent stenosis. It was reported that on a follow CT scan 50 percent of posterior mural thrombus was noted. No intervention has been performed. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).